Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown healing abutment was not returned and was not identified. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on an unknown tooth site and used for an unknown period of time prior to removal. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Complainant reported that the healing abutment failed and wish for a return. The reported complaint could not be verified with the information provided, and without return of the product. A root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Last name unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the healing abutment failed and wish for a return label.